Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a follow-up report when the investigation is completed and more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery, the oxygenator failed. The product was changed out. There was 350cc of blood loss. Surgery was delayed for approximately 15 minutes. There was no pt injury noted. There was no transfusion required due to the size of the pt. The surgery was completed successfully.